Event description:
It was reported that during the procedure, multiple delivery (8) attempts were performed to implant this right ventricular (rv) lead. This lead remains implanted and in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).